Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard hub cracked/splitting. The following information was provided by the initial reporter: "there were additional issues on (B)(6) 2025 with this same lot number. Per xx while trying to insert the IV catheter, the white hub on the IV catheter was cracked and splitting."

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.